Event description:
It was reported that the customer's sensor was not working. The customer's blood glucose was 79 mg/dl. The customer stated that she found the sensor was curved upon removal. The customer stated that her blood glucose reading was not being sent to the insulin pump. Advised customer to call back if there were any problems. The customer also experienced a blank screen on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.